Manufacturer narrative:
No motor error alarm noted. Unit was unable to prime during prime and system sensor test due to moisture damage on sensor. Unable to perform excessive no delivery test and occlusion test due to prime and fill anomaly. Motor was tested outside the device and passed. No button error alarm noted. All buttons functioned properly; however, unit had moisture on keypad traces. Unit had cracked reservoir tube lip and minor scratched lcd window. (B)(4).

Event description:
The customer reported via phone call that the insulin pump alarmed button error during prime. Customer does not recall any significant events leading to the error but was working out a the time and pump may have gotten wet. Customer's blood glucose was 246 mg/dl at the time of incident. Troubleshooting was done and pump was able to complete the rewind sequence but customer was advised to discontinue use of the device and revert to a back-up plan per doctor's instruction. The customer was advised that the device would be replaced and to return the product for analysis.